Event description:
Visu-loc - clip applier miss fires and does not always deliver clips. During two separate surgeries, a few clips would come out of the applier. Then the applier malfunctioned and clips would not come out of the applier. (B)(6). According to (B)(6), the malfunctioning appliers caused a slight delay in treatments as other visu-loc - clip appliers had to be substituted for the ones that were malfunctioning. There was no harm to either pt.